Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, the device crossed the lesion without any problems; however, rupture has occurred at 6atm during the initial ballooning. The physician's comment was "it was reported that calcification might have been the problem, however, it was a normal case." The procedure was completed with another of the same device. No complications were reported.